Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant on unknown date in 2012. A review of the device history records was performed and no complaint related issues were found.

Event description:
It was reported there was a removal of a trochanteric fixation nail (tfn), due to migration of the nail. The patient approximately one year status post tfn implant procedure, returned to the surgeon complaining of pain. Examination revealed the tfn nail had migrated out of the femoral head. The patient was returned to the operating room on (B)(6) 2013. The surgeon removed the nail and helical blade without difficulty. No locking screw had been implanted. The patient was revised to a hip arthroplasty. The surgery was completed and the patient was reportedly recovering well. This is report 1 of 2 for complaint (B)(4).